Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the hf unit had error code; e671, permanent reboot. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the malfunction was caused by a defective generator board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.